Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a frozen display. Customer also reported the buttons were unresponsive on the insulin pump. The customer stated the time did not advance on the insulin pump. Customer also reported an absence of alarms when the battery was replaced. The customer's blood glucose was 14.2 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive esc and act buttons due to flattened dome. No frozen screen noted. The insulin pump was received with time clock functioning properly. The insulin pump was received with minor scratches on lcd window.